Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a ligament surgery with a tightrope the button did not flip on the tibia and moved back into the drill channel. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with a different part number (ar-8926t). It was not necessary to switch the surgical technique or do a second surgery.